Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced a prolonged hyperglycemia event with continuous glucose monitor and glucometer readings in the 300s mg/dl, while using a contact detach steel infusion set on the abdomen and a freestyle libre 3 plus sensor. The user attempted to correct using a meal announcement rather than eating, and a full supply change was completed with insulin delivery resumed and glucose trending down thereafter. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure involving the user interface, and that using a meal announcement as a correction conflicted with system operation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.